Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient was experiencing poor coupling and was having a terrible time getting the ins charged. At first the caller said the problems with charging started off and on probably about 3 months ago but then said the patient was charging fine until yesterday because he could not get any coupling bars; the patient tried again on the day of the report and his ins was going from zero to a quarter. The caller said the patient had a good charge like 5 days ago and got up to 3 quarters and but then he had to leave. The caller reported that a manufacturer representative (rep) said that the ins seemed to be tilted and that's why the patient was having a hard time getting a good charge. Caller first said it was discovered that the ins was tilted about 3 months ago, then said it was longer than that and probably about 6 months ago, but at that point the patient was getting a charge every time he needed to. The caller reported that the patient was scheduled to have the ins repositioned after christmas; the patient was in the process of getting an epidural and they chose to do that first. No further complications were reported/anticipated.